Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not deliver a shock. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.